Event description:
It was reported that the touchscreen on the left side of an ilet device was intermittently unresponsive approximately 2¿3 times per day without reported physical damage or accessories, and the user was advised on device operation and to monitor the issue. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose control and no medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and no reproducible failure during use. It was concluded that the event was non-serious with no clinical impact, and the cause could not be determined based on available information.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.